Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. Due to the condition of the returned sample, the reported event could not be reproduced. The delivery system was returned completely disassembled and the stent graft was missing. The outer sheath did not show any signs of stress caused by increased friction. Also the reported difficulty in advancing the system could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent partial deployment. No introducer sheath was used in this case which also may be a contributing factor to the reported event. Insufficient flushing of the device could be another contributing factor. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline prior to use and that the use of an introducer sheath is required. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Changed reportability category from "malfunction" to "serious injury".

Event description:
It was reported that during a stenting procedure in the subclavian vein to treat a clotted shunt, the delivery system got stuck in the patient and the stent graft could not be fully deployed. A snare device was used to pull back the device. Another stent graft of the same brand was placed to complete the procedure successfully. There is no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date.

Event description:
It was reported that during a stenting procedure, the endovascular stent graft could not be deployed.